Manufacturer narrative:
Other, other text: additional information: h6, h10: additional information: one smiths medical cadd solis vip pump was returned for analysis with a scratched lens. Event log history was performed and indicated that high alarm displayed: cassette not attached properly was recorded in history. During analysis, the customer's stated problem was unable to be duplicated. Service replaced the downstream occlusion (dso) sensor as a preventive measure. Service performed a full preventive maintenance and functional test to pass. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information received indicating that a cadd solis vip pump gave alarm alarmed cassette not attached properly. No adverse effects reported.

Manufacturer narrative:
Other, other text: h2: a1, b5 and h6 (patient code).

Event description:
Additional information was received indicating that there was no patient involvement.